Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that they were facing multiple failures on the drawer which includes, device not detected on communication bus, read/write/invalid cubie memory. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height enhanced drawer multiple cubies had failed. A field service engineer reseated the cable for all row boards and the row board controller board. The field service engineer configured multiple cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.